Manufacturer narrative:
The transfused unit was identified as e-negative. The customer suspects that the pt may have a subdetectable anti-c. The transfused unit was c positive; however, anti-c has not been confirmed in the pt's sample. Pt is r1r1 phenotype. The returned pt's sample was received by ocd in a grossly hemolyzed state. Ocd qa attempted to perform testing of the returned sample with 0.8% resolve panel a lot vra 102; however, results could not be interpreted due to the degree of hemolysis present.